Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 10 ¿ 15 mm in length, it was conical in shape and it was severely angulated at 90 degrees. It was reported that after the bifurcated stent graft was implanted there was a small proximal type I endoleak seen. The endoleak was attributed to the angulation of the aortic neck. No intervention was performed and the decision was made to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)94). Results: endoleak. Anatomy related; severely angulated neck. Neck angulation greater than 60 degrees. Conclusion: endoleak. Anatomy related; severely angulated neck. Neck angulation greater than 60 degrees.